Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that they were having magnetic resonance imaging (MRI) of her abdomen tomorrow and a brain scan on friday. The patient stated the last time they had MRI; they had one of the company representatives (rep) that gave her his number and told her to call if they ever had another one. After the MRI was completed, the pump was shut down, but restarted on its own. The rep was present to ensure the pump powered back on. The agent asked when this happened, and patient said probably a year ago. The patient did not know what medication was in the pump when that happened. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment tomorrow at 3: 45pm at (B)(6). The agent sent email to medtronic representative.